Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The reporter stated that the unit does not accept the syringe. There was no pt injury or treatment associated with this event.